Manufacturer narrative:
Additional information: b1, b2, b5, h1, h2 and h6.

Event description:
New information noted that the right ventricular (rv) lead was capped and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing due to possible lead insulation damage on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.